Event description:
The ICD was scheduled for explant when noise was observed on the electrograms. The diagnostic reports indicate that there were more than 255 noise reversions detected since diagnostics cleared in 2002 and 178 aborted fib episodes. Stored electrograms faxed in showed noise present during most of the episodes, however, when the device began charging for fib therapy, the noise disappeared.